Event description:
It was reported that a spectrum iq infusion pump had an issue of flow high during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, flow high was not reproduced. Evaluation sent device to flow lines for flow testing at a rate of 40ml/hr with a vtbi of 40 for 60 minutes. The results were 40.067. Per tmp 061 the error percentage was 0.1675%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No corrective action is required. Should additional relevant information become available, a supplemental report will be submitted.